Event description:
The pt was diagnosed with breast cancer of her right breast in (B)(6) of 2008 and she underwent a mastectomy on (B)(6) 2008. During the surgery, she was implanted with the tissue expander (B)(4). Although the expander felt soft to the doctor, it underwent various expansions without problems. On (B)(6) 2009, the doctor noticed that the expander did not seem to be holding the saline as well. On that day, the doctor injected 200cc into the top chamber of the expander and told the pt to return in a week. On (B)(6) 2009, the doctor noticed that the expander did not hold the saline that had been injected. Because of this, the expander was removed on (B)(6) 2009 and replaced with another expander of the same type. The doctor mentioned that, upon removal of the expander, "you could clearly see a needle hole in the bigger one" (the larger chamber). The second expander has performed well and the pt is scheduled to undergo breast implantation in the next couple of weeks.